Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient programmer (pp) is damaged/not working as of an unknown date. There were no out of box failures or patient symptoms alleged. Later on date notified the patient reported that they saw the hcp on date notified and were changed from group b to d on the right side. However, now when they are checking they see a jagged symbol and c, with the left side showing on/ok. It was noted that the patient is acting a little funny, and that they thought group d should be the active group on the right side but they had not used the pp to do anything until the time of the report. It was recommended that the patient follow up with the hcp to determine the appropriate group for the patient to be on. The patient was asked several times if they were ok and they responded "ok." Follow up information received from the hcp on dec-12 reported that the patient is doing well, with no issues to report. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-00100.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.